Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as fold flaw opening. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device.

Event description:
Physician reported rupture diagnosed by palpation. Device has been explanted and replaced with a non-allergan device. Right side record

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported rupture diagnosed by palpation. Device has been explanted and replaced with a non-allergan device.right side record.